Event description:
It was reported that signal loss occurred. The patient experienced signal loss on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2024, the patient was receiving signal loss from her dexcom device for over 3 hours. The patient could not recall her last known continuos glucose monitor (cgm) value. At some point during this time, the patient felt weak, was incoherent, and "fainted". The patient's cousin tested her blood glucose (bg) meter reading, which was 600 mgdl. The patient's cousin took her to the emergency room (ER). At the emergency room, the patient's bg meter readings were between 500-600 mgdl. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with intravenous (IV) fluids and IV insulin. The patient was discharged home after three days. Attempts to reach the patient for further event details were unsuccessful. The patient was still recovering at the time of report. Data investigation confirmed signal loss as signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.